Event description:
Site called and stated that the open spine clamp screw is stripped. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info available as no pt was present in this concern. Per RMA, a replacement spine clamp and driver were sent to site. Upon eval of returned parts, the adjustment screw is not stripped as reported, but the retainer ring at the tip of the screw has been stretched and is loose. Subsequently, the clamp face is loose in relation to the screw. Otherwise, the assembly is in good physical condition.